Event description:
The customer reported recurring partial aspiration errors with associated p-flags on patient samples involving the coulter lh750 hematology analyzer. This report references the event which occurred on (B)(6) 2013. The customer reported obtaining partial aspiration errors issue (p-flags) for patient samples on (B)(6) 2013. No numeric values are generated when there is a partial aspiration error and there was no change or affect to patient treatment in connection with this event. The customer repeated all affected samples following the field service engineer's repair and no results were reported out of the laboratory with the partial aspiration flags. The customer declined to provide instrument printouts for this event. Qc (quality control) results prior to the event were within the laboratory's established ranges.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced the tubing between the differential/retic shear valve and the blood detector bd2 to resolve the partial aspiration errors. Failure mode of the event is attributed to the tubing between the differential/retic shear valve and the blood detector bd2. (B)(4). All related medwatch reports associated with this event: 1061932-2013-01448, 1061932-2013-01449, 1061932-2013-01450, 1061932-2013-01451.